Event description:
Device issue: detached distal sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during use the distal sheath detached at the guide. A "mini cut-down" was made in the subcutaneous tissue enabling the detached sheath to be pulled out from the vessel with hemostats. Manual compression was applied to achieve hemostasis. "There was no vessel damage," reported. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.